Event description:
It was reported that this tactra device was difficult to use during intercourse. A surgical procedure was performed during which all components were explanted except the rear-tip extender (rte) from the left proximal end as the physician could not get it out after numerous attempts. The physician replaced the device with an inflatable penile prosthesis (ipp) implant device. There were no patient complications reported.